Manufacturer narrative:
On january 16, 2026, novocure received additional information indicating that the patient had been admitted to the hospital, underwent wound debridement surgery, followed by re suturing and postoperative treatment with an unspecified antibiotic. It was noted that the patient's most recent surgical resection occurred on (B)(6) 2023. According to the reporting physician, a relationship between the wound infection and optune gio therapy could not be excluded, as the surgical site corresponded to the area where the transducer arrays were applied.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. As this event might have led to a serious deterioration in the state of the health of the patient, this is assessed as serious. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior surgery affecting skin integrity.

Event description:
A 52-year-old male with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2023. On june 05, 2025, novocure was informed that the patient had temporarily discontinued optune gio therapy due to scalp issues. On (B)(6) 2025, additional information indicated that the patient planned to pause therapy until at least the next scheduled appointment on (B)(6) 2025, due to a surgical scar problem. On november 20, 2025, novocure was notified that the patient had developed a wound infection and permanently discontinued use of optune gio. Attempts were made to contact the prescribing physician; however, no additional information was received.